Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The monitor failed an incoming pulse test. The cause for the failure was isolated to the computer/analog pca. Connectors j1002, j1003, and j1000 were contaminated on the pca. Additionally, processor u6 was thermally damaged and processor u605 was shorted on the pca. The root cause for the damage to the computer/analog pca could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is underway. The reported problem (failed functionality testing) has been confirmed. Upon investigation the monitor failed a pulse test. A root cause investigation is underway. A supplemental report will be submitted upon completion of the investigation. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed incoming functionality testing.